Event description:
Site indicated thigh pain. No history of causative event. Device related is yes. Not serious. Other treatments: bone scan (B)(6), 2010; pt (B)(6), 2010; rest (B)(6), 2010. Unresolved (B)(6), 2010. Developed left thigh pain while shoveling snow- now dissipating.

Manufacturer narrative:
The information on this per was provided by stryker orthopaedics clinical affairs department. No additional information is available at this time. As per information received, the devices are not available at the time of the per due to the ongoing litigation. Additional follow-up information may be obtained by the clinical affairs as it becomes available. If additional information becomes available then it will be submitted in a supplemental report.